Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) displayed a sensor failure message and there was a loss of bp numbers. Assistance was provided to connect the transducer to the pump, which was successful. The fo was disconnected, and pumping continued with a clean arterial line waveform and bp numbers. There was no report of harm to the patient.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Corrected field: d7a.